Event description:
It was reported that a spectrum pump was alarming for a system error 105. The error did not occur on or before first clinical use. It was stated the situation in which the error was noticed is unk. It is believed it was noticed when prepping the unit for pt use. There was no pt injury. The contact listed for this unit is the women's and children's dept.

Manufacturer narrative:
(B)(4). The pump was received inoperable due to a system error 105, confirming the complaint. The error was caused by a failed motor (flex). As a result, the motor assembly will be replaced.